Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the a merlin.net session revealed that the pulse generator exhibited backup operation. On (B)(4) 2014, the patient presented to the clinic and the pulse generator exhibited backup operation. After a software download, normal functionality resumed.